Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinic received a merlin.net transmission that the patient¿s device was was post-paced t-wave oversensing. Programming changes were made. The patient was stable before, during and after the reprogramming.